Event description:
I am an experienced user of contact lenses. I have used different brands of lenses for over 5 years and never had serious problems. Unfortunately, through the propaganda surrounding the lens of the third generation of coopervision I decided to get the model avaira. After 15 days using the lens, I noticed that my vision is very blurry and my eyes burning, they were very vascularized. I've stopped immediately and started to use some medicine without the possibility of using lenses during a period of almost 2 months. For my surprise, a month later I received a notification about the world recall of avaira lenses. When I've checked up for my lot number I saw that it was affected by the recall. Even so, I thought it was an isolated event, since coopervision claims to have the most advanced lenses material. So, I've contacted my vender (B)(6) which has already refunded me for the affected avaira's and ordered new lenses, but this time not avaira. The new order was: 1 box -3 pairs of biofinity from coopervision and 1 box -3pairs of purevision from bausch lomb. I've bought purevision because I'm a little bit afraid that biofinity could have the same problems of avaira, since both are menses from the same manufacturer. I've started using purevision first, which is an exceptional first generation lenses. Used for about 3 weeks without any problems as I expected. Unfortunately, after this first pair of purevision I've changed to the biofinity pair and guess what, the hazy and blurry vision were back, it's almost impossible to use this lens, I've tried to clean the lenses with opti-free products but doesn't make a difference. I can affirm with absolutely sure (99.9999%) that there are biofinity lenses to sell with exactly the sample problems (silicon residue) that affected avaira. I'll never buy a product from coopervision again. By the way, I'm a client of (B)(6) but I'm a (B)(6), I know that I'm not resident of USA, so it may sound weird that I'm writing this report to FDA, but I know that FDA is a very serious department and any health threat should be investigated. I repeat, I'm absolutely sure about lots of biofinity affected on the same way avaira was. Thanks in advance.